Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a critical error appeared on the screen. The user attempted to power the device off and back on; however, it remained stuck on the error screen, and they were unable to retrieve medications for a surgical case. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) rebooted the station, after which the med application was able to launch successfully. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the device.